Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breasts were too hard," "very sore" "capsular contracture", baker grade unknown.

Event description:
Patient¿s representative reported left side capsular contracture baker grade unknown, "overfilled," "very sore," "too large, very saggy, and uneven." The device remains implanted.